Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. The device is not available for return.

Event description:
It was reported that during an osteotomy the end piece of the blade broke when used close to the crego retractor. There was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during an osteotomy, the end piece of the blade broke when used close to the crego retractor. There was no patient impact or surgical delay as a result of this event.